Event description:
Pt underwent suboccipital craniotomy, c-1 laminectomy, and dural graft in 6/96. In 7/96, the pt was readmitted with a diagnosis of rule out aeseptic meningitis. Culture results were positive for aspergillus fumigatus. The pt developed life threatening complications of this infection. Despite maximum medical and surgical therapies, the pt died on 8/24/96.